Manufacturer narrative:
B.3. Date of event corrected.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the aneurysm repair performed on (B)(6) 2019 was successful. The trunk-ipsilateral leg component was intentionally placed low to preserve blood flow to the patient's three right renal arteries. No endoleak was noted on final angiography. No endoleak was noted during the one month follow-up computed tomography angiography. Another computed tomography angiography was obtained on (B)(6) 2019. An increase in the aneurysm sac size was noted. It was reported that the aneurysm increased from 55.1mm on (B)(6) 2019 to 57.3mm on (B)(6) 2019. No obvious endoleak was noted. The physician elected to place an excluder® aaa aortic extender component proximal to the trunk-ipsilateral leg component at a later date. On (B)(6) 2019 an angiogram was performed. No endoleak was noted. The physician elected to proceed with the excluder® aaa aortic extender component placement. The aortic extender component was placed up to the patient's middle right renal artery. Reportedly this provided about 17mm of proximal extension. It was reported that the placement of the aortic extender component was successful. There were no further reported issues. The patient tolerated the procedure.